Manufacturer narrative:
Philips service replaced the defective flexvision-2 revised pc no hdd and confirmed normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the flexvision monitor failed to display images due to control unit malfunction on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.